Event description:
Medtronic literature review found reported of death and recurrence in association with in situ thrombolysis or combination (mechanical thrombectomy and in situ thrombolysis) treatment using an echelon catheter. The time frame of this study was from 2009 to 2022. The purpose of this article was to assess the outcomes of two different endovascular treatments in treating cerebral venous sinus thrombosis; mechanical thrombectomy, in situ thrombolysis, or both. The authors reviewed 52 cases of patients treated for endovascular therapy including either mechanical thrombectomy or in situ thrombolysis using an echelon catheter. Of the 52 patients, 25 of them underwent in situ thrombolysis using the echelon catheter. Of the 52 patients, the average age was 33 years, 24 were female and 28 were male. Angiographic results post procedure showed recanalization was better in patients who underwent in situ thrombolysis compared to other methods. The article does not state any technical issues during use of the echelon catheter. In addition, 26 patients had a mrs score of <(><<)>2 3 months post operative and 9 patients had a mrs score of <(><<)>2 at time of discharge.  The following intra- or post-procedural outcomes were noted: death in 4 patients (in situ thrombolysis alone and both mechanical thrombectomy and in situ thrombolysis) recurrence of thrombosis occurred in 1 patient (in combination)

Manufacturer narrative:
Continuation of d10: product ID unk-nv-echelon (unknown); product type: ; implant date n/a; explant date n/a g2: citation: authors: s., a. R., ramachandran, d., mishra, t., gunaseelan, v., dash, g. K., philip, v. J., manohar, r., shetty, k., thomas, p., <(>&<)> huded, v.. Endovascular treatment for cerebral venous sinus thrombosis: comparison among different endovascular procedures.. Annals of indian academy of neurology 27(2):140-145 2024. Doi:10.4103/aian.aian_965_23 earliest date of publication used for date of event no unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.